Manufacturer narrative:
Insulin pump passed the displacement test. Pump error 63, variable 3, alarmed during self test and was confirmed in insulin pump history file due to cold/cracked solder joint found on pin 1 of the u1 ambient light sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 6.3 mmol/l at the time of the incident. Customer was able to rewind the insulin pump. Insulin pump failed self test. The insulin pump will be returned for analysis.